Manufacturer narrative:
Additional procode: hrs. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the female patient, (B)(6), underwent variable angle-volar radius plate (va-vrp) implantation for a distal radius fracture. When the surgeon inserted a va locking screw into the 2nd most distal hole on the ulna side of the plate on the radius, the screw could not be fixed. The screw was removed from the hole, and could be fixed at another hole. Then, when the surgeon tried to insert a titanium (ti) locking screw at the 2nd most distal hole on the ulna side of the same plate, the screw also could not be fixed. The screw was removed from the plate and retrieved. The patient is currently under follow-up observation at the hospital. Surgery was completed successfully with a less than thirty (30) minute delay. There was no adverse consequence to the patient. This report is for a 2.4mm ti locking screw self-tapping with stardrive recess 16mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 412.816s; lot: l658986; manufacturing site: grenchen; release to warehouse date: 20.nov.2017; expiry date: 01.nov.2027. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Pre-investigation statement: as described in the complaint description it was reported that during a procedure the screw could not be fixed. By this the returned screw was found damaged and therefore the flow chart number 3 was selected for this investigation. Investigation selection : investigation site: cq zuchwil , selected flow: 3. Damaged: visual . Visual inspection: the complained screw shows that the threaded part at screw head is partially deformed so that anodized layer is partially disappeared. This damage is clearly caused post manufacturing. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: our investigation has shown that the screw was found damaged and therefore the complaint condition will be rated as confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. We can only assume that the device was most likely not inserted aligned into the counterpart. By this the thread flanks got damaged and was not functional anymore. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.